Event description:
A nurse stated that a patient was diagnosed with peritonitis on (B)(6) 2015, during a peritoneal dialysis clinic visit. This nurse stated the episode of peritonitis was due to touch contamination, where the patient did not practice aseptic technique and broke the sterile field during treatment. On (B)(6) 2015, the patient was prescribed vancomycin and fortaz (dose and frequency unknown) via intraperitoneal route. The patient was educated on how to bypass cycler settings and perform manual treatments if needed. No peritoneal dialysis treatments were missed and there was no reportable device malfunction. As of (B)(6) 2015, the patient continues to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy without any further issues. The patient's signs and symptoms of peritonitis have resolved and the patient has completed the prescribed antibiotic therapy.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation and determined to be functioning according to product specifications. Further evaluation found no device malfunctions that would have caused the reported event of peritonitis. A batch record review was conducted and confirmed there were no deviation or non-conformances during the manufacturing process. Product labeling, material, and process controls were within specifications.

Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.